Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the blade/bur broken and stuck with m5 handpiece. There was no patient impact.

Manufacturer narrative:
Product analysis found that visually, the shaft was broken 0.56 inches from the distal end of the inner hub to the broken point. There were traces of a white residue found on the green seal. There was no damage found at the proximal end of the inner hub. However, there was a deformation found at the distal end of the inner hub (outside diameter of the hub). The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.353 inches in the deformed area which was out of specification. Functionally, the device failed due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previous codes b16, c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.